Manufacturer narrative:
Device evaluation: investigator clarified: customer reported -cassette attached error- was a -cassette not attached properly- error alarm. The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact and a scratched lcd lens screen. The customer stated problem was confirmed. Intermittent -cassette not attached properly- error was duplicated and verified. Dso (downstream occlusion sensor) was not operating as intended and it was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed alarm -cassette attached error- during routine inspection. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: investigator clarified: customer reported -cassette attached error- was a -cassette not attached properly- error alarm. The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact and a scratched lcd lens screen. The customer stated problem was confirmed. Intermittent -cassette not attached properly- error was duplicated and verified. Dso (downstream occlusion sensor) was not operating as intended and it was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed alarm -cassette attached error- during routine inspection. No patient involvement was reported.